Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, the outer tube was bent. The distal end had dents. There were minor scratches on the outer tube. The objective window had breakage fiber. There were deep scratches on the objective frame. There was severe debris under the eye piece window cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during reprocessing, the telescope had a cracked lens. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a broken lens with blurry image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the determined error patterns indicate that the cause for the described issues is excessive use. Olympus will continue to monitor field performance for this device.